Event description:
It was reported an angio-seal was used post heart catheterization. The next day while sitting in bed, they patient experienced a "pop" in the right groin and felt they needed to go to the bathroom. The patient got up, felt weak, and fell to the floor. The patient was found to be bleeding into a retroperitoneal hematoma. The patient underwent surgical intervention and an iliac artery bleeding site was repaired. The surgeon alleged that the angio-seal had failed.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.